Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: part: 03.010.523. Lot: l811199. Manufacturing site: bettlach. Release to warehouse date: 08. June 2018. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the driving cap/threaded (p/n: 03.010.523, lot #: l811199) was returned and received at us customer quality (cq). Upon visual inspection, the threaded distal tip broken off at the most proximal thread form. The broken off fragment was returned lodged in the mating device (p/n: 03.033.001). The device had surface scratches along the shaft and several dents on the top of the proximal head from hammer blows. These cosmetic issues are consistent with normal wear. No other issues were identified with the device. Device failure/defect identified? Yes. Dimensional inspection: driving cap. Dimensional tolerances. Measured dimension: groove ø = conforming. Shaft ø = conforming. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed .- connector for insertion handle: complaint confirmed? Yes, the device received was broken. Hence confirming the allegation. Investigation conclusion. The complaint condition was confirmed for the driving cap/threaded (p/n: 03.010.523, lot #: l811199). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The need for further corrective/preventive action will be assessed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
It was reported that, broken radiolucent insertion handle frn (femoral recon nail system) and driving cap/threaded attachment was found and disassembled down in the sterile processing department. This report is for one (1) driving cap/threaded. This is report 2 of 2 for complaint (B)(4).